Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and fever with cloudy fluid. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event and was treated with vancomycin injection (intraperitoneal, 1 gram start dose)), imipenem injection (intraperitoneal ,1 gram, once a day) and amikacin injection ( intraperitoneal, 100 milligrams, once a day) for peritonitis. At the time of the report, the patient was outcome was unknown. Action with pd therapy was not reported. No additional information is available.